Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is: capsular contracture baker grade IV and ¿some fluid seen between the implant and the capsule¿.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for the left side. Ultrasound revealed "circumscribed slightly lobulated mass" and "some fluid seen between the implant and the capsule." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, lump/nodule and seroma-late was received on march 03, 2025, with catalog number mgghan330cc. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ lump/nodule: unable to observe. ¿ seroma-late: unable to observe. As per the investigation procedure, three openings, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for the left side. Ultrasound revealed "circumscribed slightly lobulated mass" and "some fluid seen between the implant and the capsule." The device has been explanted and replaced.